Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the loop broke during the procedure and the piece remained inside the patient. According to the information given, the surgery was completed successfully with a surgical delay between 15 and 60 minutes. The available information indicates that there was no injury or no adverse consequences for the patient, but since it has not been confirmed that the piece was retrieved from the patient, the case is deemed as reportable.

Manufacturer narrative:
Device evaluation: the product has not been returned to karl storz tuttlingen. Thus, a final root cause determination is not possible. An analysis of similar complaints for the same product code showed that the most common cause of this error is mechanical overloading of the electrode during application. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Updating UDI number d3 - the affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).